Event description:
It was reported that, this right ventricular (rv) lead was explanted and replaced by a non-boston scientific lead due to visible insulation fracture and exhibiting noisy signals and low pacing impedances. No additional adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead was explanted and replaced by a non-boston scientific lead due to visible insulation fracture and exhibiting noisy signals and low pacing impedances. No additional adverse patient effects were reported.